Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, and prime/compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, and minor scratched display window.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during prime. Customer rewound the insulin pump and did the fill cannula then the device stopped, no insulin came out. Customer's blood glucose was 93 mg/dl. During troubleshooting, customer was assisted in performing the displacement test, the test passed. Insulin pump kept notifying alarm history and check settings when the customer was trying to go back to the main menu. Insulin pump alarmed a low reservoir alert. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.